Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A crack on downstream occlusion (dso) seal was noted. Functional testing was performed. As a result, the dso seal was replaced. The device passed all functional testing after repair.

Event description:
The customer reported that the device had cracks on downstream occlusion. There was no patient involvement. Evaluation of the returned device identified a crack on the downstream occlusion (dso) seal. This leads to interruption of therapy while in use.